Event description:
It was reported that the product was suspected counterfeit. Further investigation will be initiated.

Manufacturer narrative:
(B)(4). Batch # unk. Event: date of event unknown. Investigation summary: this is an analysis for a set of photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photos shows a gold reload inside of its package with no apparent damage noted. The photos shows a tyvek from top view with the product code ecr60d, lot #t46p24, exp. Date: 2024-09-30. The lot number was not found in our quality tracking system. The artwork print on the tyvek was reviewed and compared with authentic package artwork and did not match the artwork print due to several inconsistences noted on the printed and does not complies with j&j standard. The package artwork numbers are unique to specific artwork versions for specific product codes. Artwork numbers are not reused. The package artwork number on the counterfeit package is incorrect, since it belongs different product code stated on the tyvek. Based on the photos reviewed, the counterfeit product is confirmed, however no root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Date sent: 7/17/2023. Investigation summary : the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that five ecr60d reloads were returned inside its unopened package. The package was visually inspected, the lot t46p24 number was reviewed, and was not found in our quality tracking system. Also, the reloads from batch t4c24d were reviewed. Upon further investigation, we found that this batch number is not found in our quality tracking system. The artwork printed on the tyveks was reviewed and compared with our system and printings, and did not match the artwork print based on several inconsistencies noted. The received complaint sample is confirmed as counterfeit product.